Event description:
It was reported that, while the patient was having a "bulge" in their back worked on by a physical therapist, the patient lost vision. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.